Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen is now cracked and delayed in responding. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (300-400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.